Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a small piece of rubber on the inlet to the heater, and rubber material between the thermistor barrel and detergent valve. The fse removed the blockage and verified the repair as per established procedures. There is no evidence of instrument malfunction. The presence of rubber in the inlet of the heater and between thermistor barrel and detergent valve is indicative of use error. Results: rubber on the inlet to the heater and between thermistor barrel and detergent valve.

Event description:
The customer reported obtaining erroneous total bilirubin and enzymatic creatinine patient results from the beckman coulter au2700 clinical chemistry analyzer. Patient results were requested but has not been provided by the customer. The customer stated that the erroneous results were reported out of the laboratory and a renal transplant patient was admitted to the hospital.